Event description:
The customer reported to olympus that the single use aspiration needle had the locking mechanism at the biopsy port accidentally lock during the therapeutic endobronchial ultrasound procedure. The locking mechanism was dislodged relatively easily during the procedure and the physician re-introduced the needle and the sheath bent. The procedure was completed with a similar device with moderate bleeding. There were no reports of patient harm.

Manufacturer narrative:
The device has not been returned to olympus for evaluation as it was discarded after the event, therefore the allegation is unable to be confirmed. The investigation is ongoing and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device history record was unable to be reviewed for this device since the lot number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, the likely cause of the reported event is due the customer did not secure the needle to the scope. If additional information becomes available, this report will be supplemented accordingly. Olympus will continue to monitor field performance for this device.